Event description:
It was reported that this left ventricular (lv) lead was surgically explanted due to lead breakage or fracture. This lv lead was replaced. No additional adverse patient effects were reported.